Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source lamp did not turn on and an unusual noise ensued. The issue occurred during a diagnostic cystoscopy procedure. The device was inspected before usage and no abnormalities were found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the investigation results of the investigation, it was assumed that the indication phenomenon occurred due to damage to the main lamp (xenon lamp). A definitive root cause could not be identified, but the lamp might have been damaged due to a combination of the following factors: the patient continued to use it for more than 500 hours. Exhaust heat was insufficient due to dust accumulation on the bottom surface of the housing and the ventilation port of the rear panel. Rust was found on the bottom of the housing and the rear panel, suggesting potential problems with the storage environment. Olympus will continue to monitor field performance for this device.

Event description:
The user facility additionally reported that the intended procedure was a scheduled outpatient examination. There was no pre-treatment performed on the patient due to the malfunction of the device during the preparation phase prior to the examination. There was no delay in the critical diagnosis or treatment due to the procedure cancellation, it was unknown if the procedure was rescheduled, it was unknown if the patient had pre-existing conditions, and the patient's current condition was unknown.